Event description:
Caller reported that control-iq was not adjusting insulin delivery as expected. Blood glucose level was impacted, with the pump showing a low reading of 45 mmol/l after the caller consumed fast-acting carbohydrates. Customer did not require third-party assistance and consumed carbohydrates to address low blood glucose. Technical support educated the caller about control-iq technology, its predictive algorithm, and the importance of correctly programmed total daily insulin (tdi) information to ensure proper insulin delivery adjustment. Caller understood and acknowledged the explanation but did not affirm that control-iq was functioning as intended.